Manufacturer narrative:
Olympus followed up with the user facility to obtain detail information, however omsc could not receive the information related to the condition of the pt after the discharge. The doctor commented that he noticed the radiopaque tip moved when the biopsy forceps inserted into the device was reached around the tip. The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that there are scratches at the inner surface of the distal end and deformations and buckling at the distal end. The exact cause of the reported phenomenon could not be conclusively determined. However, improper handling, such as insertion of the biopsy forceps with excessive force by user, could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during a bronchoscopy for tblb (trans bronchial lung biopsy), the user found the radiopaque tip of the subject device fallen into the lung of the pt on the x-ray monitor after biopsies using the subject device, a biopsy forceps and a brush. The user reportedly tried to retrieve the radiopaque tip from the pt using a curette and the biopsy forceps, however, without success. The pt was reportedly hospitalized one day and discharged the next day.